Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed multiple call service alarms recorded. On testing, the down arrow button on the keypad was noted have intermittent response. The remaining keypad buttons had normal response. The keypad cover was removed and revealed contamination under the contacts of the contrast and down arrow buttons. The pump successfully performed a rewind, load and prime sequence without issue. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The display screen was noted to be dim and discolored. A crack was noted between the pump casing and the display seal. The pump was opened for investigation and revealed moisture inside the pump and corrosion present behind the display screen. A test display was attached to the pump and illuminated properly without discoloration. The original complaint was confirmed in the pump history but was not duplicated during the investigation.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: intermittent response of the down arrow keypad button, contamination under the contacts of the down arrow and contrast buttons, a discolored and dim display, and moisture inside the pump.